Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported the implantable neurostimulator (ins) was wearing on the skin, so the hcp planned to move the ins to the flank location. The ins was becoming superficial and the location was painful. The indication for therapy was chronic low back pain. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient had not yet been scheduled for his revision. The rep was going to update once that had happened.